Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported patient was tested positive for bia-alcl through a biopsy. Histopathological markers cd30+ and alk have not been received.

Event description:
Healthcare professional reported capsular, baker grade IV, calcification and seroma-late. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ calcification: observed, white particles calcification -like in device outer surface. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ three openings on posterior side assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular, baker grade IV, calcification and seroma-late. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: calcification, seroma-late and capsular contracture, baker grade IV.